Event description:
It was reported when the device was used during a laparascopic colectomy procedure, it tore. The device was used on a large pt and difficultly was encountered during insertion. Another device was used to complete the case. There was no pt consequence.